Event description:
Customer reported a big difference between the sensor glucose values versus the blood glucose readings. Customer stated that their sensor glucose readings were higher than the blood glucose readings. Customer's current blood glucose readings are 260 mg/dl while the sensor glucose readings are 379 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.